Manufacturer narrative:
Complainant sent only a photo of the device. Upon examination of the photo of the port and one piece of the catheter tubing, it is concluded that the catheter tubing was cut at the 2 cm location and broke at the 16.5 cm location. It is not possible to observe the condition of the catheter tubing at the juncture with the connector fitting. The break at 16.5 cm is square (i.e., no stress riser) indicating a full strength break. The user description of the incident did not indicate where the break was observed (via x-ray). This catheter had been implanted for four years and performed satisfactorily - it would be unusual for the catheter tubing to break without some intervening mechanical action. Complainant stated that there was no patient injury. Hdc no longer manufactures this device. It was discontinued since november 2004.

Event description:
"The port has been implanted in the patient for four years, and during insertion medication, it was found the catheter was stuck. The patient went through the x-ray, and found that the catheter was broken."